Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the duodenum. The stricture was 9cm in length and noted to be severe. The patient anatomy was reported to be tortuous. During the procedure, the delivery system became stuck and the handle bent during deployment of the stent. The user cut both the handle and the catheter and used "another stick" to push the stent out of the catheter. The stent was not deployed in the correct location but was left implanted. A second wallflex enteral duodenal stent system was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture within the duodenum. The stricture was 9cm in length and noted to be severe. The patient anatomy was reported to be tortuous. During the procedure, the delivery system became stuck and the handle bent during deployment of the stent. The user cut both the handle and the catheter and used "another stick" to push the stent out of the catheter. The stent was not deployed in the correct location but was left implanted. A second wallflex enteral duodenal stent system was placed to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported that the patient was over 18 years of age. The delivery system of the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that approximately 2000mm of the inner shaft was exiting distally from the outer sheath. Kinks were noted at several locations along the inner shaft and catheter. The outer sheath was detached at approximately 40mm distal to the distal handle. The outer sheath was accordioned for a distance of 2mm just distal to the location where the outer sheath had detached. The stainless steel shaft had been severed at 7mm proximal to the distal handle. The proximal section of the shaft was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is operational context. This is defined as the complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.